Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient presented with recurring incontinence. The artificial urinary sphincter (aus) was revised and the physician determined that the cuffs were sized correctly and the device was functioning properly. The physician decided to replace the 61-70 balloon with a higher pressure 71-80 balloon. There were no further complications in relation with this event.